Event description:
It was reported that a spectrum iq infusion pump failed to fully deliver the lipid medication during therapy in the pediatric-medicine-cardiology department. The lipid infusion was started during the overnight shift. When the pump alarmed infusion complete, day registered nurse (rn) removed the medication from the pump and noted the medication bag was still full although the infusion pump indicated that the medication dispensed fully. The medication bag was noted to be primed and open and all clamps were open on the lipids infusion line. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "pump did not infuse meds correctly" was not reproduced. Evaluation sent the device for flow rate test at a rate of 40 ml/hr, volume to be infused of 40 for 60 mins with a result of 40.521 and passing error percentage of 1.3025%. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. No device correction was required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: h6: type of investigation. Additional information: h11: the event history log review was performed. An event occurrence date was not provided; however, the last day of customer use on (B)(6) 2025 revealed an infusion in the pediatric general care department that was programmed at a rate of 100 ml/hr and a volume to be infused of 13.3 ml. The user confirmed flow in the drip chamber when prompted by the pump. A minute into the infusion, the pump alarmed "downstream occlusion!" And the infusion was auto-restarted. Three minutes later, the pump alarmed "upstream occlusion!" The user cleared the alarm and restarted the infusion. The user confirmed flow in the drip chamber when prompted by the pump. A minute later, the pump alarmed "air-in-line!" The user opened the door, unloaded the set, reloaded the set, closed the door and cleared the alarm. The user restarted the infusion and confirmed flow in the drip chamber, however, the user then stopped the pump. The user updated the parameters to a rate of 40 ml/hr and the volume to be infused to 20 ml.